Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-oct-2022 to 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station can't be logged in anymore. The technical support specialist checked and found out that one of the network ports that is used to process logins was currently blocked. The technical support specialist advised the customer to check with hospital it and confirm that the port 11998 for this station has been established. After getting in hold with security they did not see an issue with the firewall. The system functioned as intended after getting assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis anesthesia es system experienced slow performance when users attempted to log in. The customer reported that the nurse attempted to restart the station and subsequently tried to log in, but now they were encountering an endless loading icon. The station still had power and maintained a connection. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the active directory servers were not working properly. A technical support specialist contacted for investigation but no information was provided by the customer and decided to close the complaint file as no response from the customer end. The system functioned as intended.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that the pyxis anesthesia es system experienced slow performance when users attempted to log in. The customer reported that the nurse attempted to restart the station and subsequently tried to log in, but now they were encountering an endless loading icon. The station still had power and maintained a connection. There were no adverse events or injuries reported based on this event.